Manufacturer narrative:
(B)(4). Erratic rubella igm results. Investigation summary: the abbott field service representative (fsr) was dispatched and changed wash zone 1 and 2 manifolds, cleaned buffer build up from the process path and rectified a loose sensor board. Patient (B)(6) had an initial rubella igm assay result of reactive. The sample was noted to be slightly hemolyzed. The sample volume for this sample was insufficient to repeat the test. A second sample was collected (B)(6) and the rubella igm result generated was nonreactive. The investigation included a review of record documentation, product labeling and evaluation of the device. The issue is addressed in the product labeling; abbott architect system operations manual (B)(6). The architect system operations manual lists the probable causes and corrective actions for erratic assay results (I system). Probable causes include sample was not collected and/or prepared correctly, sample volume in the sample cup or tube was inadequate and sample contains fibrin clots or particulate matter. - architect rubella igm assay package insert (B)(6). Limitations of the procedure states the following: if the rubella igm results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. Complaint documentation records were reviewed and no adverse trend was identified for this issue. Based on the available information, a deficiency in the system was not identified. A malfunction of the system was not identified. The investigation concluded that based on the available information the most probable cause for the questioned results being generated was sample integrity, however this could not be verified with the available information. This is the final report.

Event description:
The customer states that discrepant results were generated using the architect rubella igm assay for one 11 day old patient. An initial sample generated an index=2.18 reactive result. There was insufficient sample to perform a repeat test. A new sample was drawn and tested yielding an index=1.06 nonreactive result. No adverse impact to patient management was reported for this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.